Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had an issue. No fragment fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: tips were bent. No report of loose cables, frayed or broken cables. No damage to any insulation. The instrument did move in the intended direction. No reports of non-intuitive motion or uncontrolled motion. No loss of cautery during the procedure. Unknown allegation of arcing since this was misaligned bent tips. No broken input disks. No engagement issues. This instrument was brought back to sterile processing with bent tips.